Event description:
It has been reported that during this procedure the device failed to pace. The device was removed and replaced with another. There is no report of pt injury. The device is being returned for eval.